Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This record will be updated when the evaluation is complete.

Event description:
It was reported that when the cast cutter is in the off position it stays on. There was no patient involvement or adverse consequences related to this event.